Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic coronary procedure and the procedure was delayed for an hour. The procedure was completed. The philips field service engineer (fse) inspected the system onsite and confirmed that all the geometry and table movements were not working. Review of the system log files showed geometry errors. Upon functional testing, fse found that the hybrid extension box (heb) was faulty. The fse replaced the heb. After replacement of the heb, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that there was geometry error. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.